Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the confirm button on the infusion device is non- functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified result the check-key does not respond. The snap dome of the button is without tension. Since there are no mechanical influences visible on the pump hosing or button surface, the complaint is verified.